Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported. The boston scientific sales representative was unable to obtain any additional information from the clinic. If additional information becomes available, this report will be updated.